Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a device removal surgery due to "implant failed." No additional information has been provided. No further patient complications have been reported in regards to this event.